Manufacturer narrative:
See update to g2. Information was inadvertently not included on the initial and previous supplemental.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. However, olympus did find that the image was green with rainbow and the while balance could not be done. Additionally, the video cable had damaged marks; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image issues occurred due to a defective outer tube. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, to olympus that a video telescope had a black screen. The reported problem was found during reprocessing. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.